Manufacturer narrative:
This MDR report is part of the (B)(4) programs, exemption numbere 2015047. The catalogue number (11403002) is labeled for single use. The catalogue number (11403012) is labeled for single use. Of the 6 reported events, no device was returned to angiodynamics. The three events in which the device was fractured, three were reported as available for return for a device evaluation and root cause determination. Of these events, no devices have been returned as of yet. Angiodynamics is attempting to obtain the devices. Of these three events, two of the device defects were noted out of box and had no patient contact. Of the three events, one was reported to involve a patient with no adverse effect to the patient. An "instruction for use" is provided to the user with this catalogue number. The IFU states "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 20cm". Of the two events of seal compromise, the devices will not be returned.to angiodynamics and cannot be confirmed. This defect was noted out of the box and had no patient contact. A root cause for this event cannot be determined. Based on the investigation it did not appear to be manufacturing related. In the event of the luer lock detachment, the reported the device will not be returned to angiodynamics and cannot be confirmed. Although the event did involve a patient, there was no adverse patient effect. A root cause for the event cannot be determined. Based on the investigation it did not appear to be manufacturing related. Complaint # (B)(4) (catalogue #11403002, lot number 4966353) luer detachment. Complaint # (B)(4) (catalogue #11403002, lot number 49359330) sterility. Complaint # (B)(4) (catalogue #11403012, lot number 4966358) fracture. Complaint # (B)(4) (catalogue #11403002, lot number unknown) fracture. Complaint # (B)(4) (catalogue #11403002, lot number 4986505) fracture.

Event description:
This report summarizes "6" malfunction events. A review of the events indicated that catalogue number 11403002 (nevertouch 65cm laser fiber) and catalogue number 11403012 (45cm nevertouch fiber) experienced a fracture during an evlt procedure. These reports were received from three sources. Of the three sources, 2 events did not directly involve a patient, and 1 event involved a patient with no patient consequence. Patient information was not provided in any of the reported events. A review of the events indicated that catalogue number 11403002 (nevertouch 65cm laser fiber) experienced two compromised vendor seals on the sterile packaging, compromising product sterility. These reports were received from two sources. Neither event involved a patient. A review of the events indicated that catalogue number 11403002 (nevertouch 65cm laser fiber) experienced a luer lock detachment. The event involved a patient with no patient consequence. Patient information was not provided.